Event description:
Customer reportedly received results of hi (greater then 600 mg/dl) and 162 mg/dl within 10 mins on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, customer no longer has the test strips; replacement was sent.